Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed the distal end appeared twisted. The butt bond seal was split open along the entire circumference of the main body tubing. Dried body fluids were found on the handle, main body tubing and on the distal end. Continuity checks revealed no electrical shorts or opens, as checked manually using a multi-meter and breakout box. All electrode/thermocouple/sensor resistances measured in spec and were typical. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Ablation was verified; the device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on 05jun2018. It was reported that there was no signal from the catheter and they were unable to ablate/deliver radiofrequency (rf) energy. During an ablation procedure for ventricular (vt) and cavotricuspid isthmus (cti) flutter, an intellanav oi ablation catheter was selected for use. The position in rhythmia magnet tracking looked okay and ECG from the catheter was also fine. During the procedure, the maestro generator lost connection with the ablation catheter. The error "no catheter found" was displayed. They were unable to ablate. They changed the cable with no change. Then, they changed the catheter and the issue resolved. There were no patient complications. Device analysis revealed the butt bond seal was split open along the entire circumference of the main body tubing.